Event description:
Customer reported receiving erratic readings on her freestyle freedom lite meter. Customer reported receiving readings of 280 mg/dl, 501 mg/dl and 99 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of shakiness, sweatiness, nervousness, tiredness and loss of consciousness and eating food and drinking soda to counteract her event. There was no report of third party medical intervention, death or permanent impairment associated with this event.

Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.the 10 4mm blood sets, all lot # 08c22v792, were reported to have grease in their drip chambers. This medwatch is for set 8 of 10.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute time frame.